Manufacturer narrative:
(B)(4). Batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was received: could you please provide more details for "stapler got misfired"? As the surgeon fired the device half of the staple line formed. Where within the gap setting scale was the orange indicator prior to firing? Yes. What confirmation was received that the device was fully fired? Yes. Did the device staple? Half of the staple line formed. Was the staple line complete? No. Were there any staples missing from the staple line? Yes. What was the shape of the staples (b-formation, irregular, legs straight)? B formation were the staples deployed into the tissue? Yes. Were the staples seen in the surgical field? Yes. Was the cut line fully circumferential around the target tissue? Yes. If the device fully cut, were both tissue donuts present? No. If the device fully cut, were both donuts complete? No. How many counter-clockwise revolutions were used to open the device? 3/4 revolutions. How was it confirmed that the anvil was free from the tissue prior to removing? After firing the device usually when the open yes they confirmed the same. After firing was the adjusting knob turned ½ to ¾ revolutions? Yes. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Yes. Who fired the device? Surgeon dr (B)(6). Who removed the device? Surgeon himself. Was the safety reset prior to removal? Yes. What was the users experience with the device? 5 years. Could you please provide more details for type of fragments found (were fragments generated? Yes? No. Could you please clarify if there were any patient consequences? They need to suture the entire circumference. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? No. Please provide the device status discarded. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a lower anterior bowel resection, the device misfired. The surgical procedure was delayed. No fragments were generated, and the procedure was completed successfully.